Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation the right atrial lead was sensing low and p-waves were measuring low. It was also noted that the lead exhibited a capture issue where the capture threshold was inaccurately measured by the pacemaker. The capture issue was determined to be due to a large dose of medicine the patient received. The device was reprogrammed.